Manufacturer narrative:
Product analysis:analysis noted that the ventricular output connector was broken, the lower case was broken, both bails were broken, both bail covers were missing, and the attachment ring cover was broken. The epg was returned to the customer without repair. If information is provided in the future, a supplemental report will be issued.

Event description:
The external pulse generator was returned to the company service department for regular preventative maintenance and subsequently tested out of specification during manufacturer's analysis. There was no patient involvement.